Manufacturer narrative:
Insulin pump passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk and cracked case display window corner. Unable to perform the occlusion, prime and excessive no delivery test due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was trying to prime his insulin pump and he got a compromised forced sensor system error. The customer's blood glucose level was 230 mg/dl. Customer had a small crack by the window of the screen. The customer stated that the insulin pump was not dropped or bumped. The drive support cap appeared normal. Customer had not pressed the cap while connected. Customer also mentioned that the insulin pump had a crack on the corner by screen. The customer stated that the reservoir lip ring was not damaged. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.